Manufacturer narrative:
Per tandem¿s user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, customer took the pump into the shower. Customer's blood glucose was 210 mg/dl. The alarm was cleared and insulin delivery was resumed.